Event description:
Per the clinic, the device was explanted for unspecified reasons (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(6). Implant date is unknown, not may 4, 2008 as previously reported. This report is filed september 1, 2014.

Manufacturer narrative:
(B)(4).